Event description:
It was reported that oversensing and interferences could be observed upon device manipulation. Lead insulation damage was suspected. The lead was explanted and replaced.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the reported oversensing and noise in the laboratory. The outer insulation was abraded and the sensing cables were exposed outside the lead body between 51.8cm and 54.6cm from the connector pin. The outer and inner insulations and the ptfe insulation of one sensing cable were abraded under the shock coil at 7.0cm from the lead tip. This abrasion was from the inside out and could cause the anomaly observed in the field.